Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
During the last pacemaker follow-up performed on (B)(6) 2016, high impedance on the atrial lead was observed (3000 ohms). Reportedly, other measurements were normal, and data from the previous follow-ups were normal as well. Next follow-up has been scheduled on (B)(6) 2016 to check the integrity of the leads.